Event description:
Coiling treatment of a ruptured a-com aneurysm. It was reported that during procedure, the physician attempted to manipulate the coil into the aneurysm with a previously implanted coil (ultipaq 2x1), but was not successful. Upon removal, the coil prematurely detached. The distal tip of the coil was engaged with the implanted ultipaq coil and the proximal section of the coil was protruding into the a2 segment. The physician was able to straighten the coil and attach it to the artery wall. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.